Event description:
It was reported that a high drain 110 alarm occurred after use on the home choice (hc). This alarm indicates the patient drained greater than 190% of the maximum prescribed cycle fill volume in low fill mode, indicating an increased intra-peritoneal volume (iipv) event. The care giver (cg) stated that the ultra-filtration (uf) was not much higher than normal. The total ultra filtration (uf) equaled 397ml, the cycle ten uf equaled 240ml, and the fv equaled 220ml. The tsr arranged a return of the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical but failed functional testing due to an unrelated issue due to operator error. External and internal visual inspections were performed and found no issues. The device passed volumetric accuracy and temperature testing. The pneumatic system was tested and found no issues. A short therapy was performed on the device successfully. The reported issue could not be duplicated. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.